Event description:
A pt reported their one touch ii meter allegedly would not power on. The results on their meter was 74, 151, 109 and 137mg/dl. Treatment was medication for diabetes. No further info has been reported. No serious injury or allegation of harm.